Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press down on. The customer's blood glucose was not provided. The customer declined to troubleshoot with tandem technical support.